Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the implantable neurostimulator (ins) wasn¿t ¿attached to the spine.¿ it was stated that the ins had ¿floated up there¿ and didn¿t work. It was stated that the patient¿s healthcare provider (hcp) had removed all of the components of the implant. It was stated that the ins had ¿worked for a couple of weeks and that was it.¿

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# j0436929v, implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: lead; product ID 3888-33, lot# j0427882v, implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).